Event description:
It was reported that a patient (pt) had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy which caused peritonitis. On the day of occurrence, around 4pm, the pt found that the "lid of the capd catheter" (end of transfer set) was open (further details not provided). When the pt exchanged peritoneal dialysate at around 5pm that day, he found the peritoneal dialysis effluent solution was turbid and this was accompanied by abdominal pain. On the same day he went to the emergency room (ER) but refused to be admitted to the hospital. The pt was infused with heparin, peritosol, ceftazidime and cefazolin (doses not reported) into his peritoneum, ip (intraperitoneally) and the pt returned home. Diagnostic information from the ER was not reported. On the following day, the pt was hospitalized for peritonitis. Diagnostic and treatment information for the admission was not reported. At the time of this report the peritonitis was not resolved and the pt was not recovered. It was not reported if the subject remained hospitalized. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was diagnosed with continuous ambulatory peritoneal dialysis (capd) peritonitis with cellulitis. On an unreported date, pd therapy was discontinued and changed to hemodialysis (hd). It was reported that the patient was hospitalized and cefazolin and vancomycin had been used to treat the peritonitis, but it did not get resolved. The patient stopped peritoneal dialysis (pd) therapy and changed to hemodialysis. The patient was put on intravenous (IV) ciprofloxacin (dose and frequency not reported) antibiotic for the reported issue. The patient had recovered from the peritonitis and was discharged from the hospital. The patient remained on hemodialysis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). This report was found in a baxter sponsored study: development of intensive pd training program and demonstration of its effect on the outcome of incident pd subjects: trial education and clinical outcomes for home pd patients (teach). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.